Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6).

Event description:
The customer reported light digital mode/lamp turns off and no image is visible, also becomes pink during an diagnostic procedure involving an olympusvideo system center. There was no patient injury reported.